Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had fails barrel clamp calibration was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "fails barrel clamp calibration." Additional notes provided by the facility¿s clinical engineering support services include: "the barrel clamp was failing its calibration because the barrel clamp position sensor was starting to pull away from the barrel clamp. I reseated the sensor, and tightened its grip on the barrel clamp, and that solved the issue.the pressure senor of the unit was not reading the correct values, even after it was calibrated, so I replaced it with a new one.the front case, rear case, and the left side of the handle were all damaged; I have replaced them all with new ones. The mylar gasket did not come off of the old front case cleanly, so I had to put a new one on the new case.the right iui connector was corroded, so I replaced it with a new one. I recalibrated the unit, ran it through all of its pm tests, and ran it through a 60 ml dry infusion with no issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿